Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 7083928 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the lead had high impedances. The patient underwent lead replacement procedure. The patient was stable postoperatively. No product will be returned as was disposed by the facility.